Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown gmrs knee. Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that the patient has an unknown gmrs knee four years ago, and the implant failed. Patient reports that the implant was replaced on (B)(6) 2013. Patient is inquiring on "each and every 'ingredient'" of the implant to ensure that his body is not reacting to the prosthesis. Patient has had a zimmer and a biomet knee for 18 and 21 years, respectively.

Manufacturer narrative:
An event regarding failure involving an unknown gmr's femoral component was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Additional product was added to the complaint after the initial medwatch was submitted. Cat. No.: 6495-6-040- gmr's extension piece 40mm- lot code: lbbco; cat. No.: 6495-6-050- gmr extension piece 50mm- lot code: lazbz. At this time, it cannot be determined if this device may have caused or contributed to the patient¿s experience.

Event description:
It was reported that the patient has an unknown gmr's knee four years ago, and the implant failed. Patient reports that the implant was replaced on (B)(6) 2013. Patient is inquiring on "each and every 'ingredient'" of the implant to ensure that his body is not reacting to the prosthesis. Patient has had a zimmer and a biomet knee for 18 and 21 years, respectively.